Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was not working. The patient reported that the stimulator was becoming less effective and needs to be reprogrammed to optimize the therapy. It was reported that the therapy had been ¿taking the edge off¿. It was reported that if the stimulation is increased too high, ¿all it would do is overstimulate¿. The patient reported that they ¿gave up¿ and stopped charging the ins. The patient reported that they tried to charge the ins and got a reposition antenna screen. It was reported that the ins recharger will not work unless plugged into the wall. It was reported that when the ins recharger is unplugged from the wall, the screen goes blank. No patient complications have been reported because of this event.